Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information has been added to the following fields: d9, e4, h3,h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than two (2) years since the subject device was manufactured. Based on the results of the investigation, it was not possible to specify the root cause of the suggested event, however, its presumed that the issue of ¿image is dark¿ phenomenon is caused by the dirty objective lens as the repair department found a dirty ob lens. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasound bronchofibervideoscope had a dark image. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.